Manufacturer narrative:
(B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.

Event description:
It was reported that on (B)(6) 2009, the patient underwent spine fusion surgery on the lumbar region at levels l2-l5. The patient was implanted with rhbmp-2 collagen sponge which was applied from posterior approach. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine and was placed outside a cage (i.e. In the disc space). Post-op, the patient complained of increasing pain in her low back and radiculopathy into her lower extremities, due to which patient underwent revision surgery. On (B)(6) 2010, patient underwent spine fusion surgery on the thoracic and lumbar regions at levels t11-l2 and l5-s1. The patient was implanted with rhbmp-2 collagen sponge to the thoracic spine which was applied from transforaminal and posterior approaches. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine and was placed outside a cage (i.e. In the disc space, facet joints and on top of the lamina). Post-op, the patient complained of increasing pain in her low back and radiculopathy into her lower extremities, due to which patient underwent another revision surgery. The patient underwent spine fusion surgery at levels t8-t11. The patient was implanted with rhbmp-2 collagen sponge which was applied from posterior approach. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine and was placed outside a cage (i.e. In the facet joints and on top of the lamina). Post-op, the patient complained of increasing pain in her low back and radiculopathy into her lower extremities. Patient still continues to experience constant low back pain with radiculopathy into her lower extremities. She experiences difficulty standing and walking and requires a cane for ambulation. Patient injuries prevented her from practicing daily life activities.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2012: the patient was pre-operatively diagnosed with t10-t11 compression fracture with kyphosis and stenosis with spinal cord compression and thoracic myelopathy and underwent the following procedure: removal of posterior instrumentation t11-l1, t10-t11 lam inoplasty style laminectomy and discectomy, t8-t11 posterior spinal fusion, and cement augmentation t10-t11. Indications for procedure: patient has multiple fusion surgeries last of her with a fusion from t11 down to sacrum. Patient also had a vertebroplasty of t10. In spite of this, patient developed kyphosis through the t10-t11 with a disk extrusion into the epidural space causing spinal cord compression and she presented with symptoms of radiculopathy and myelopathy. As per operative notes, ¿high speed bur was used to remove the left t11-t12 facet and a laminoplasty style laminectomy was performed. The spinal cord was noted to be draped over a large disk herniation, and this was carefully removed in a piecemeal type fashion working by pushing the disk material into the disc space. Interbody paddle was used in the disk space to help distract and help rebuild some lordosis and set screws were retightened on the working rods to hold the reduction. Methyl methacrylate was then placed in disk space to form an interbody spacer to hold the reduction and kyphosis. Once the cement was continuously irrigated until it was hardened, new final rods were placed on the right from t8 down to l1 and on the left from t8 down to t12. Caps were placed and final tightening was performed. High-speed burr was used to decorticate the facets and lamina from t8 down to t12 on the right and on the left from t8 to t11. A medium rhbmp-2/acs was prepared. Strips were wrapped around. This was placed in the facet joints and on the top of the lamina on the right from t8 down to t11 and on the left hand side. Local bone from the approach was placed in the facet joints from t8-t10.¿